Event description:
It was reported that, "patella had worked its way distally through bone and loosened. Dr (B)(6) revised it with a 32x10 cemented component."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.